Event description:
Same case as 2134265-2014-03134. (B)(4). It was reported post a stenting procedure, in-stent restenosis occurred. (B)(6) 2011 the patient presented with chest pain radiating to the left and the patient was diagnosed with unstable angina. Angiography revealed a 90% ostial in-stent restenosis occurred with the 32x2.75mm taxus stent placed in the om1 which jailed due to the 24x3.0mm taxus stent in the proximal lcx. It was noted in march 2004, a 32x2.75mm taxus stent was deployed in the 1st obtuse marginal (om1) artery and a 24x3.0xx taxus stent was deployed in the mid left circumflex (lcx) artery, in a ¿t-type¿ stenting technique. The same day a 95% stenosed and 8mm long de-novo target lesion located in the distal left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of a 12mmx2.75mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. If implanted, give date: (B)(6) 2004 . Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).